Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance. Measurements throughout this test were within normal limits. Visual inspection confirmed a bent stylet and out of shape . The bent stylet may not have been the cause of the placement difficulty at implant; however, the bent stylet indicates that there was some issue with placement during implant. The observed damage is not deemed to indicate a product defect or malfunction. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this lead was an attempted implant. The lead was implanted and when the stylet was resinserted, the physician felt unusual resistance. After insertion, the stylet became stuck and could not be removed. Additionally, the lead was observed to be damaged once it was removed. The physician opted to replace the lead and a new one was successfully implanted. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Corrected fields: h11 upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection noted the lead was returned with a bent stylet inserted within it. The stylet was able to be removed; however, resistance was felt during removal. The bend in the stylet confirms placement difficulty was experienced and may have impacted the ability to easily remove the stylet from the lead. Inspection also noted the presence of embedded, black material in the outer insulation of the lead; however, this did not impact the functionality of the product. Resistance testing was completed and it was confirmed the lead was electrically continuous. Analysis did not identify any lead manufacturing issues that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review.

Event description:
It was reported that this lead was an attempted implant. The lead was implanted and when the stylet was resinserted, the physician felt unusual resistance. After insertion, the stylet became stuck and could not be removed. Additionally, the lead was observed to be damaged once it was removed. The physician opted to replace the lead and a new one was successfully implanted. No adverse patient effects were reported. This lead has been received for analysis.

Event description:
It was reported that this lead was an attempted implant. The lead was implanted and when the stylet was resinserted, the physician felt unusual resistance. After insertion, the stylet became stuck and could not be removed. Additionally, the lead was observed to be damaged once it was removed. The physician opted to replace the lead and a new one was successfully implanted. No adverse patient effects were reported. It is expected to receive this lead for analysis.